Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'would have button above the ok button and button above the barcode button which don't work' was able to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be 1st row, 2nd and 3rd column soft keys are worn out and inoperable. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump key above the ok button & button above the barcode button was not working which was found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.